Manufacturer narrative:
Getinge became aware of an incident with surgical light powerled device. As it was stated by the customer, the ring for the sterilizable handle support was cracked. Fortunately, there was no adverse outcome reported however, we decided to report the issue in abundance of caution and based on the potential for contamination if the situation was to reoccur, as any object falling into the sterile field might be the source of cross contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to incident. In the time when the event occurred the device was being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. The most probable root cause is a combination of chemical stress and excessive radial force applied on the handle. However, it was decided to implement modification to replace the material used on sterilizable handle¿s interface. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the handle ring cracked and particles were missing. There was no injury reported however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure might cause contamination.